Event description:
Reportedly, the x-ray technologist was moving the bv26 trolley out of a small room and the trolley wheels jammed. The technologist reportedly injured lower back while trying to move and turn the trolley. The injury was reported as a left lumber sprain. The technologist is reportedly back at work as of 4/16/1999. Reported info at this time does not indicate that this is a serious injury.